Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula due to which she experienced high blood glucose level. Therefore, the patient tried to treat it with boluses via pump, but on (B)(6) 2020, she went to the emergency room with blood glucose level over 600 mg/dl and diabetic ketoacidosis, where she received fluids, nausea medicine, injections of insulin as corrective treatment. After staying for 5-6 hours in the emergency room, subsequently, the patient was admitted to the hospital as her condition was unstable and still had high blood glucose level. During hospitalization, she received insulin intravenously and fluids as corrective treatment, which resolved the issue. The infusion set had been used for three days. On (B)(6) 2020, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.